Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative left-sided grade IV capsular contracture. As a result, the patient underwent removal and replacement with two 420cc mentor smooth round high profile prostheses (catalog #: 3503420, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.